Event description:
False positive result (s). False-positive results. User stated that they have performed many flowflex tests over the last few months and has received all positive results. Over that same time period, they have received several pcr tests and the results have all been negative. The user stated, "my negative pcr tests were on the following dates: (B)(6) 2022; (B)(6) 2023 and (B)(6) 2023. I also had a pcr test on (B)(6) 2023, and the doctor told me verbally that the test is negative, and it is not uploaded to my medical portal yet. All flowflex tests were purchased at the costco in sugar land, texas. I have attached a word document containing screen shots of the results of the pcr tests. I have pictures of many tests (around 20), but only attach 4 surrounding the (B)(6) 2022 pcr test and (B)(6) 2023 pcr test. Some of the pictures have a very faint line, but the instructions say faint lines mean positive test."